Event description:
The patient reported symptoms of anaphylactic episode, difficulty swallowing, swollen throat, swollen and sore mouth, cheeks and tongue. The patient did not report requiring any medical intervention due to the symptoms. The patient did not report taking or being prescribed any medication due to the reported symptoms. The treatment was discontinued on (B)(6) 2015, and the patient is currently doing fine. The treating doctor considered the event was serious and could have been life threatening.

Manufacturer narrative:
The aligners are not being valuated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that the fact that the invisalign system aligners caused or contributed to the patient symptoms of anaphylactic episode, difficulty swallowing and swollen throat. This event is being filed as an MDR based on the treating doctors opinion that the event was serous and could have been life threatening to the patient.